Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure due to elective replacement. Upon interrogation, the right ventricular lead exhibited high capture threshold. The physician capped and replaced the lead during procedure on(B)(6) 2020. The patient experienced no adverse consequences.